Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, that their receiver was continuously vibrating. There was no report of injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on receiver and it passed. The receiver case was opened, pictures were taken, and an interior inspection was performed and it failed. The moisture detection sticker was found activated. A global receiver functional test was performed and the receiver failed. Receiver data log was downloaded and reviewed, finding a hardware failure error. Based on the finding of moisture damage and hardware failure this is being reported. The complaint was confirmed. The root cause was determined to be moisture damage.